Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc not able to be placed and could not be detected. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic3979) was sent back for further investigation. Console was tested with purge cassette and disc however the issue did not reproduce. Console was run with pump and purge overnight with no issues. The root cause of intermittent "purge disc not detected" alarms could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.